Event description:
The lift was being used to move a patient when it was noted that the plastic piece that covers the connection of the main supporting strap was split. It appeared as though a failure of the strap connection to the patient support structure was occurring that might result in the patient being dropped.======================manufacturer response for patient ceiling mounted lift., (brand not provided) (per site reporter).======================this problem had been observed elsewhere and the manufacturer would replace all units with the plastic cover with new units having a metal cover.what was the original intended procedure?movement of a patient between the bed and the bathroom.